Manufacturer narrative:
The insulin pump was received with high idle current due to faulty component on the mother board. No unexpected off no power, low battery, weak battery or battery out limit alarms or blank display noted. The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, no delivery, self-test and a21 tests. No unexpected a13, a17 or a21 error alarms noted during our testing. The insulin pump had cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump was alarming with a program alarm anomaly since last week. She has also experienced unexpected restart error alarms; the display would remain blank until she pressed one of the buttons, which would then cause the reservoir icon, time, and battery icon to reappear. The patient's blood glucose at the time of incident is unknown, but her sensor glucose read 96 mg/dl. Troubleshooting was initiated for the unexpected restart error alarm. The alarm history was reviewed and there were unexpected restart error alarm, signal too low alarm, battery out limit alarm, and weak battery alert. A temp basal was not programmed prior to the unexpected restart. The customer confirmed that the battery was out of the insulin pump for thirty minutes prior to the unexpected restart alarm. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned.